Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately high. The medical surveillance specialist (mss) spoke to the reporter on june 21, 2010, and was able to obtain/verify information. The patient manages his diabetes with sliding-scale humalog insulin based on his meter readings. The reporter alleged that on (B)(6) 2010, the patient obtained a pre-bedtime (9:00 pm) meter reading of "86 mg/dl." After testing, the patient ate a normal pre-bedtime snack. At 10:49 pm, the patient retested his blood glucose and got a result of "285 mg/dl" which was abnormally high for him. The reporter claimed that his normal blood glucose levels around that time are around "140 mg/dl." Based on the "285 mg/dl" meter reading, the reporter treated the patient with "1.1 units" of humalog insulin. At 12:45 am on (B)(6) 2010, the reporter tested the patient again while he was sleeping and got a result of "288 mg/dl." Based on the "288 mg/dl" the reporter treated the patient with "0.8 units" of humalog insulin. At 3:50 am that same morning, the patient woke the reporter up complaining of being low. The reporter described that as having a typical low symptom of shakiness. The reporter tested the patient at that time and got "48 mg/dl." The patient administered self-treatment by consuming glucose tablets and candy. The self-treatment helped to relieve his symptom. In another incident, the reporter mentioned that the patient was low and shaking. She tested him while he was symptomatic and claimed to having gotten a result of "130 something" on the reported lfs meter. She claimed to have also tested the patient on another meter and got "60" mg/dl. The customer service representative (csr) walked the patient through a control solution test that reportedly passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the receiving insulin based on a meter reading.